Event description:
It was reported there was a lead alert for high impedance measurement. This was reproducible, along with noise on the lead, when the patient raised arms above the head. It was also reported the capture threshold had increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.